Event description:
Reporter stated that pt's blood glucose measured - 200 mg/dl, on the suspect device, prior to going to sleep. Reporter indicated that, earlier in the day (4 pm), pt had taken insulin and other medications as normal. Pt reportedly awoke, around 12:0 am, experiencing symptoms of hypoglycemia. Reporter indicated that he went to find juice for pt, and when he returned, pt was incoherent. Emergency medical services were contacted, and upon their arrival, pt's blood glucose reportedly measured 22 mg/dl, on paramedics' blood glucose monitor, and 125 mg/dl, on the suspect device. Reporter stated that pt was treated with oral glucose and was given 3 - 4 glasses of juice, after which, her blood glucose measured 119 mg/dl (on paramedics' blood glucose monitor). Pt was not transported to the hosp for additional treatment. Pt's current condition: feeling fine. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.